Manufacturer narrative:
Additional information received: the facility has indicated that aseptic meningitis was observed. No further information was provided. Duragen was not returned for evaluation (product was used) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. However, a medical assessment was performed and the following recommendations and statements were made: ¿this is a posterior fossa approach to resection of an acoustic neuroma. This is an excellent procedure if the tumor can be accessed appropriately and avoids the extensive damage caused by the translabyrinthine approach. The dural closure should be relatively simple as dural resection is not required. A sandwich closure works very well, an inlay piece of duragen to cover the entire area exposed, dural flaps replaced and perhaps tacked with a stay suture, then a second piece of duragen to cover the entire surface of the exposed dura, fibrin glue may be used or another sealant over the completed repair. If the bone is not to be replaced to support the duraplasty, it is very important that the galea, muscle layers and skin are closed by meticulous layered closure procedure, followed by external tamponade with the dressing. What we see in this case is a csf leak causing a collection of fluid in the overlying tissues, often termed ¿boggy swelling¿ of the overlying tissues. Csf retention is somewhat misleading, it describes a csf leak where the csf is not leaking through the wound but is collecting in the surrounding tissues. A csf leak is not an uncommon consequence to posterior fossa exposure procedures and is not isolated to repairs with duragen. Papers show no increased csf leak rate of duragen repair compared to other techniques, the narotam paper shows a decreased leakage rate. The symptoms exhibited by the patient are what would be expected for a csf leak.¿ although it is stated that ¿a csf leak is not an uncommon consequence to posterior fossa exposure procedures and is not isolated to repairs with duragen¿, the assessment also makes recommendations on how to perform the dural closure. The complaint makes no claims of observing any defect on the sponge prior to its use or during placement; therefore, at this moment there is no indication of product failure. Although, a csf leak is a known complication of the procedure, another possible root cause could be related to the technique used.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that duragen (id3301i) was used for acoustic nerve tumor removal and was placed on posterior fossa using fibrin glue without suturing; it was cut and one duragen was used. Cerebrospinal fluid (csf) retention under skin occurred and fever and swelling was observed due to csf retention. Steroids were prescribed to see how the status of the patient will go. As per the updated information received, the patient is now under follow up, and although the cerebrospinal fluid value is still abnormal, the patient's fever has subsided.